Event description:
It was reported that during a procedure for an acetabulum fracture, part of the low profile pelvic system reduction forceps (03.100.025) broke off while tightening. The broken piece was retrieved. Surgeon used another set of pelvic reduction forceps (398.88) and one half of the forceps broke off during tightening. The broken piece was retrieved. Surgeon completed procedure. This is report 1 of 2 for this event.

Event description:
This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the speed-lock and mounting bracket are missing from the handle and were not returned. There is some discoloration, small brownish spots, in the area where the two halves mate and in the channel on the inside edge of both handles. The nest for the speed-lock has some small, very minor scratches. The hole, as well as the counter bore, where the speed-lock mounted is round and there are no marks (scratches, gouges, deformation, etc.) Of any kind around it. The instrument is in good condition except for the areas of discoloration noted. The design is adequate and appropriate for its intended use. The speed-lock and mounting bracket are missing and were not returned so no evaluation on them is possible. There area where the speed-lock mounted is in good condition and does not have any signs of breakage. This lot, a7oa07 is over 6 years old and has obviously been used numerous times. The design is adequate. Based on the condition of the returned instrument and unavailability of the speed-lock and mounting bracket, the root cause of the complaint condition cannot be determined. Therefore it is concluded that this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.